Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: cs ez steer cs with auto ID (model# d-1263-06-s lot# 17544378m). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. Post use of biosense webster inc. (Bwi) products a cardiac tamponade was noticed as the patient's blood pressure dropped and was confirmed by echocardiogram. A pericardiocentesis was performed and 400cc of fluid was removed. The patient was reported to be in stable condition and sent to the intensive care unit at the time this complaint was reported to bwi. The patient did require one night of extended hospitalization due to the event. The patient has since fully recovered. The physician did not provide a causality opinion for the cause of this adverse event. There are no known factors that might have contributed to the event. A transseptal puncture was performed with a baylis needle. The patient received heparin in amounts and activated clotting time is unknown. The generator was in power control mode at 20-35 watts. The power was titrated during ablation. The irrigation flow was set at 30ml/min. There were no error messages observed on biosense webster equipment during the procedure.